Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with a vcare, medium (34mm) cup, item # 60-6085-201a, lot # 201908191 that occurred (B)(6) 2020 at henry ford allegiance health. It was reported that during the end of the procedure as the physician was withdrawing the uterine manipulator the balloon came off the tip of the device causing green cup to also fall off. All items were accounted for. It is noted that there was no impact or injury to the patient and the procedure was successfully completed with no reported delay. Additional information obtained indicates that the issue occurred during a robot-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy. It was reported that before removal of the uterus, the manipulator was withdrawn and found to be in pieces. All pieces came out with manipulator; final piece fell out onto floor. It was confirmed that only the balloon and cervical cup slid off the shaft. The vcare device had been used throughout procedure without known issue and was not replaced after removal. The uterus was successfully removed vaginally using forceps as planned. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as no fragments were left.

Manufacturer narrative:
The reported complaint of device breakage is confirmed. Conmed received one 60-6085-201a in opened original packaging. The reported lot number was verified. A visual inspection was performed; the device was received disassembled however all pieces of the device were received intact. Measurements were taken, the inner diameter of the green cervical cup was on the higher end of the spec measuring at .208". The shaft measured at .1935". The inner diameter of the blue cone/cup measured .200" which is out of spec on the high end. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history for similar failure modes revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to :reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. (There are 5 parts/components to the vcare cervical elevator retractor. These are: the balloon; the forward "cervical" cup; the back or vaginal cup; the locking assembly with thumb screw; the metal shaft and handle with balloon inflation valve.) For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. Additionally, conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.